Event description:
Caller alleged discrepant inratio results. Results as follows: date: april 24; inratio 1.3; re-test 3.2. Time between tests: 5 minutes. Therapeutic range: 2-3. Patients dose was changed for one day based on the inratio= 3.2 result. Instead of the patient taking their usual 5mg dose, they took 2.5 mg of coumadin on (B)(6).

Manufacturer narrative:
The customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, and a lot number was not provided, manufacturing record review was not performed and further investigation was not possible. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.